Event description:
It was reported that patient underwent rotator cuff repair with lifecell device and had a reaction in the form of a humeral head erosion post-implantation. The device was not explanted; cultures were taken but the results are not available. The patient will require reverse shoulder arthroplastry but he is stable at this time.

Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records. Review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Results of evaluation: review of the device history record resulted in no remarkable findings, with no deviations related to the nature of this complaint. (B)(4).